Event description:
A customer reported to beckman coulter (bec) call center that a single erroneous troponin (accutni) result was generated on their unicel dxc 600i synchron access clinical system. The customer refused to discuss this event with the call center and requested an immediate service. Therefore, no specific event or patient details were provided by the customer.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. Multiple areas of the instrument were addressed and several modifications were performed by the fse. During further inspection, the fse noted leaking within the instrument. The fse discovered significant cracks within the wash pump manifold and replaced the entire wash manifold. The cause of the erroneous accutni results was the cracked wash pump manifold. MDR #: 2122870-2013-00194 is being submitted for the event which occurred on this instrument on (B)(4) 2013.